Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported: inratio= 1.2. Patient exhibited symptoms of nosebleed and started coughing up blood. Patient admitted to hospital and inr was 6.0.